Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 500 mg/dl. Customer had symptoms such as difficulty in breathing, light headed drowsy, and lack of energy. Customer was treated with insulin pump. Customer stated that the drive support cap was normal. Customer reports that insulin exited with quick release. Customer did not allege for under delivering. Customer stated that there was no air bubble and leak. Customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump was exposed to x-ray. Customer did displacement test and it was passed. Customer stated that the insulin pump passed high pressure test. The insulin pump will not be returned for analysis.